Manufacturer narrative:
The device was manufactured on 09/27/2013 and was previously returned for repair on (B)(4)2014 for a non-related issue. Evaluation revealed that the swivel o-ring was missing; however, the device still operated within speed specifications. Additionally, excessive wear along the leading edge of the head, and wear and nicks along the leading edge of the control bar were also observed. Furthermore, the head exhibited bubbling/blistering of the surface coating and was chipped. The device was deemed non-repairable as the head is a non-replaceable component. Calibration testing was not performed since this device could not be serviced. The device has not been returned to the customer as it was sent to zimmer surgical as a credit return and will be scrapped. The excessive wear and nicks along the leading edges of the head and control bar most likely resulted in sub-optimal graft harvests, which could have caused the customer's reported event; however, the reported event was not confirmed during testing. Improper handling and use over time most likely resulted in the chips, nicks, and wear to the device.

Event description:
It was initially reported that the zimmer air dermatome ii was producing graft thickness that was inconsistent with the depth setting of the device. Additional clinical info determined that the issue was observed during surgery. There was no patient harm or injury associated with the event and an alternate device was used to complete the surgery without any reported delay. During the device evaluation it was observed that the surface coating of the device was blistering.